Event description:
It was reported that (1) device was used during a laparoscopic burch. It was reported by the affiliate that the ems instrument only had one staple. Another instrument was used to complete the case. There was no consequence to the pt.